Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead appears to be undersensing p-waves. The device was reprogrammed and the ra lead rema ins in use. No patient complications was reported as a result of this event.